Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 cgm and the ilet, with connections typically reestablishing after a few minutes, and the user was advised that if the issue persisted they should replace the g7 sensor. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user education and troubleshooting regarding temporary signal loss. Investigation of this case revealed the device was functioning after reconnection and that intermittent signal loss was limited to the cgm-to-ilet communication path. It was concluded that the event involved temporary communication disruption without patient harm and that replacing the sensor would be reasonable if the issue continued.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.